Event description:
The service report shows that while inspecting the device for an unrelated service, the device failed the leak test. The co's service technician inspected the device and replaced the inlet leaf and o-ring. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.